Manufacturer narrative:
Post-treatment, a suture and steri strip was applied to affected area. Device showed no evidence of malfunction, and patient made full recovery following procedure and is doing well.

Event description:
Patient underwent surgical treatment for removal of seborrheic keratosis in the abdomen. Cut mode was mistakenly activated instead of blend by the treatment provider, which resulted in a deep cut of the tissue using settings that were not recommended.